Event description:
Failure to alarm patient went to or for dressing change on (B)(6) 2013. Patient left or with dressing in place and working. Vascular covered dressing up with ace to reinforce. Eight hours later, patient was found with clotting and dressing saturated and pump and dressing not working. No alarms. Patient had to have transfusion of blood done.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the (B)(4) issued (B)(6) 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review.